Manufacturer narrative:
The ge service rep replaced the power control pcb and on/off switch. It boots up but no images are displayed. The rep ordered an image processor and sbc kit. He installed the sbc kit and replaced the image proc pcb. The system is working as intended.

Event description:
The customer reported that the system will not power up. Before this condition, the system was not producing images. No patient injury was reported.